Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed.

Event description:
Time: 6:35, bg (mg/dl): 397, bolus (u): 1.5; 7:06, 1.25; 7:30, 2.05; 8:22, 272; 9:07, 223, 1.25; 1:07, 1.0; 1:49, 1.0; 2:46, 2.15; 3:40, 3.25; 3:57, 448, 5.0; 4:18, 468, 6.0; 4:56, "high" (>500). At 5:0 the pod was deactivated adn he noticed the cannula was out of the skin.